Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the post-operative check the lead had high thresholds and low impedance. Micro dislodgement/perforation was suspected. The lead appeared to be in the same position under fluoroscopy. Lead reposition was attempted but the helix failed to extend after several attempts. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.